Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted and there was damage at implant.

Event description:
It was reported that the during the procedure, after the lead was implanted, it dislodged. The doctor tried several times, but the lead dislodged within minutes after locating a new position. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.